Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalized (specific date and duration not reported) to explant the device on (B)(6) 2025 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.